Manufacturer narrative:
The facility biomedical engineer called the company technical support specialist to assist with troubleshooting the system. The lamp was reseated and that resolved one issue. The system worked fine after that. The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. A review of complaints for the last 24 months did not indicate any additional, related reports for this system, as the system serial number is unk. An internal investigation has been opened to address this issue. A corrective action has been initiated. (B) (4). (B) (4).

Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "system messages displayed during the case" (device displays error message). The customer reported system messages displayed during the case. The system was switched out and the case was completed. The case was delayed less than 20 minutes. No pt injury was reported.